Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report, the peritonitis was resolving and the patient was recovering. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (1 gram, frequency not reported) ip-intraperitoneally and fortaz (1 gram, once) route not reported. On the same day, treatment with fortaz was discontinued. On an unreported date, vancomycin dosage was changed to (750 mg, for 10 doses) ip. Dianeal therapy was ongoing. At the time of this report, the peritonitis was resolved and the patient was recovered. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896845, gd896936 and gd896597 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).